Event description:
It was reported that the right ventricular port of the device was tight. High out of range pacing lead impedance was observed. The device was not implanted and was returned.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of ventricular lead bore anomaly was confirmed in the laboratory. The ventricle bore was anomalous as it did not meet the dimension requirements of the iso standard.